Event description:
The user facility reported that the device broke into two pieces during testing at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
No updates to report.

Manufacturer narrative:
D9. Device not available for evaluation.